Event description:
The locking mechanism of the tibial insert broke during insertion into the baseplate. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.